Event description:
Event description guidant received information that the patient with this ventricular lead had died, possibly due to cardiac tamponade from a suspected lead perforation. At a later time an x-ray was obtained, which verified good lead position within the myocardium. It was noted that the patient had a history of congenstive heart failure (chf).